Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console, serial (B)(6), was evaluated following the reported event of the monitor screen not showing a change in flow or the red flow indicator bar. Data from the reported event date of (B)(6) 2026 in the returned centrimag console log file was reviewed. On (B)(6) 2026 at 12:36:02, the ¿flow below minimum: f3¿ alarm activated due to an intentional pump stop. The speed was ramped up to 1450 rpm at 12:40:05. The pump was intentionally stopped again at 12:54:51 and the system was shutdown. There were no other notable alarms active in the log file. The returned centrimag console was evaluated at the european distribution center. The system booted up as intended. The console was connected to a test loop and functioned as intended. The console was functionally tested and passed all tests. The reported issue could not be reproduced. The unit was returned to the customer site. The centrimag monitor was found to be the root cause for the reported event. There were no issues with the exchanged console. The device history records were reviewed for the centrimag console (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarm had been consistently present and alerted for flow exceeding the maximum or minimum threshold. While the alarm was present, the flow value displayed on the monitor was not changing. However, the trace at the bottom of the display showed spikes and dips. The fault was persistent even after the patient was disconnected and the clinical staff used a closed circuit. The blue locking mechanism was not working either. Additional information was received that the motors were not swapped and the system was not retested after the fault occurred.

Event description:
It was reported that while the patient was on extracorporeal membrane oxygenation (ECMO), the pump continually triggered flow below minimal level alarm. There was no change in flow on the screen or the red flow indicator bar. The only noticeable change was what looked like a slight suction event on the linear trace on screen. Once off of ECMO and clamped off to the patient, circulating through the arterial venous bridge, the low flow as well as the maximum flow alarm continued to alarm, with no noticeable change on screen. The patient was isolated from the circuit and flow through the bridge was approximately 300ml/min. There were slight concerns of a possible issue with equipment as the healthcare provider could visibly watch the alarm trigger every 10 minutes with no change in flow or pressure on screen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.